Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. The replacement ipg also showed premature battery depletion. Both ipgs were explanted and replaced. No patient complications have been reported as a result of this event.